Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and tactile inspection of the device identified a break between the t-connector shrinking tubing and the proximal outer. This type of damage is consistent with the application of excessive force to the delivery system.. The stent could not be deployed as per dfu as result of the t-connector detachment. The device was returned to the complaint investigation site with the stent partially deployed. The stent was deployed cutting the device proximal of the stent outer and pulling the tip distally while gripping the outer. The stent was visually and microscopically examined. The distal end of the stent was damaged. The inner was also kinked 5mm and 14mm from base of tip. A visual inspection of the stent holder identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-feb-2017. It was reported that failure of stent to deploy and t-connector detachment occurred. The two target lesion were located in the common carotid and internal carotid arteries. After 7f non-bsc sheath was engaged to the lesion, a 3x2 mr balloon catheter was advanced for pre-dilatation. A 10.0-37 carotid wallstent¿ was then advanced however resistance was felt. It was also noticed that the t-connector and the outer sheath were separated and fell apart. The device was completely removed from the patient. Another of the same carotid wallstent¿ was then implanted and post-dilation was done using a 6x2 mr balloon catheter. The procedure was completed well. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed stent damage and stent partially deployed.